Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from april 2, 2015- april 3, 2015. The device was received for evaluation containing approximately 92 ml of fluid in the reservoir. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an over infusion incident. According to the report, the device was connected to the patient and was empty by an unspecified time before 48 hours. The fill volume was 97 ml of fluorouracil diluted with 0.9% sodium chloride (both non-baxter products), and the expected infusion time was 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.